Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2023 wherein the patient's ipg was explanted, replaced, and therapy was restored.

Manufacturer narrative:
Report 3006705815-2023-00653 has been deemed non-reportable following an investigation by the manufacturer regarding the device's longevity. No further reporting is required. An elective replacement indicator message was reported to abbott. The device was not returned for analysis; however, logs and/or assessment report were assessed and indicate that the battery voltage level of the device is within specifications to trigger the eri indicator. Based on the information received, the cause of the reported incident is consistent with the battery nearing end of life.

Event description:
Additional information and analysis were received indicating that the patient's ipg operated within its expected longevity.

Manufacturer narrative:
An elective replacement indicator message was reported to abbott. The device was not returned for analysis; however, logs and/or assessment report were assessed and indicate that the battery voltage level of the device is within specifications to trigger the eri indicator. Based on the information received, the cause of the reported incident is consistent with the battery nearing end of life.

Event description:
It was reported the patient's ipg received the end of service message. A manufacturer representative confirmed the issue. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Event date is estimated.